Manufacturer narrative:
(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-08654 / -08655).

Event description:
It was reported that the patient was revised due to inferior poly wear from a dislocation related to a fall. The humeral tray, bearing and glenosphere were removed and replaced.